Event description:
It was reported that there was a discrepancy in the displayed time and actual time on the pump, which exceeded five minutes. Blood glucose levels were not impacted adversely, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer received assistance from technical support to update the pump time and was advised to monitor the issue and follow up if the discrepancy recurred. The customer understood and acknowledged the advice.